Manufacturer narrative:
T1, t2 and suture were returned. T1 had been previously deployed. Not t2. T2 and balance of suture remain within the needle track. This device shows no obvious damage. There is no apparent twisting or bending of the delivery needle. No mechanical problem was found. A functional test supports that the device delivery system cycles and actuates as intended. T2 was deployed with no complication observed. It is known that t1 may inadvertently be released upon opening the inner cardboard sleeve. The deployment trigger can get accidentally caught on the cardboard band that retains the handle assembly. No further investigation required at this time. This is a recognized failure mode that was evaluated and monitored.

Event description:
It was reported that t2 was pre-deployed. No significant delay or patient injury reported.